Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had dashboard, and the bd remote assist tool malfunctioned. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that dashboards and remote assist tool were malfunctioning. The technical support specialist (tss) accessed server remotely for troubleshooting. All applications were confirmed in a started state. The server uptime was verified, and communication between the server and stations, including core coordination engine (cce) message exchange, was confirmed as current. The ssl certificate was validated and found to be valid. No login issues were detected, and the server license was confirmed as active. The error observed indicated a domain name system (dns) resolution failure, where the hostname could not be resolved to an ip address, confirming a connectivity issue external to the pyxis system. The system functioned as intended after the technical support specialist troubleshot the device.